Manufacturer narrative:
Follow-up #1: date of submission 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: on investigation, the battery compartment was confirmed to be cracked above the bumper at the threads. There was visible rust/moisture corrosion in battery compartment. A leak test failed due to a battery compartment leak. There was no evidence of moisture inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2016 alleging a case/condition issue; the battery compartment was cracked. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.